Event description:
Elderly female patient was brought to the emergency department. It was noted that the patient had likely lost 15 kg of weight in the past two months. She was admitted to the unit the next day. Nine days later, the physician ordered a feeding tube be placed. At 1400, the feeding tube with iris technology was placed via the left nare by a nurse from the neurological unit. The first placement confirmation chest x-ray showed the ¿enteric tube courses beyond the diaphragm and field-of-view.¿ the radiologist notified the day shift rn that the tube needed to be pulled back. The neuro rn came back to the unit and pulled the tube back about 5 cm. A second place confirmation abdominal x-ray was obtained later that day, showing the ¿enteric tube with tip in the distribution of the stomach.¿ the physician wrote the ¿okay to use¿ order after this. The feeding tube was documented as being at 52 cm and secured with a nasal bridle. Tube feeding was started that night via the side port. Twenty days post initial ed visit, the feeding tube was noticed to be broken. At the same time, it was noticed that the stylet was still within the feeding tube. The broken tube was removed and replaced. There was no harm from the retained stylet. Manufacturer response for tubes, gastrointestinal (and accessories), kangaroo (per site reporter) .